Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 407 mg/dl. The customer had symptoms such as chest pain and abdominal pain and treated with insulin pump. Customer's blood glucose value was 390 mg/dl at the time of the call. Troubleshooting was performed and it was found that there was an air bubble in infusion set. Customer was assisted with purging out air bubble. Customer's blood glucose began to stabilize and customer declined further troubleshooting.